Manufacturer narrative:
Method: a review of the manufacturing records for the device has been conducted. Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement. Additionally, the IFU states under patient selection and treatment: gore recommends that the gore excluder endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 - 21 percent oversizing ) and 1 mm larger than the iliac inner diameter (7 - 25 percent oversizing). The intended iliac treatment range for the device implanted is 12mm to 13.5mm. The intended infrarenal aortic neck treatment diameter range for the device implanted is 22mm to 23mm. The results of this investigation did not warrant a CAPA. This type of occurrence will continue to be trended and appropriate actions taken as they are deemed necessary.

Event description:
On (B)(6) 2009, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. On (B)(6) 2011, a computed tomography (CT) scan determined a proximal type I endoleak with aneurysm enlargement. On or about (B)(6) 2011, the patient underwent a re-intervention and a palmaz stent was placed proximally to extend coverage. No endoleak was visible prior to; or post implant of the palmaz stent. The patient tolerated the procedure.